Event description:
Boston scientific received information that this device was was end of life (eol) with no pacing or tachy therapy available. The device has been taken out of service with a reason of normal battery depletion. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.